Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive on the lock screen. Troubleshooting with tandem technical support was performed. Customer's blood glucose was 176 mg/dl customer reverted to insulin injections for insulin therapy.